Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 1000mcg via an implantable pump. The patient¿s medical history included intractable spasticity. It was reported that the patient experienced increased spasticity. It started in right arm on saturday. The patient thought she was just fatigued. By monday it had spread to her legs and she was also feeling nauseous and itchy. The patient went to the emergency room. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a pump dye study was attempted on monday may 8th. Aspiration of the catheter was unsuccessful. The actions and interventions taken to resolve the issue was the neurosurgeon to see the patient in the emergency room do discuss a catheter revision. Surgery was scheduled for (B)(6) 2023. The issue was not resolved at the time of the report and it was noted that the healthcare provide would not have any further information regarding the event. Additional information received on 10-may-2023 reported the pump pocket was opened the pump taken out and the catheter dissected out and examined. The catheter aspirated successfully through the cap. A dye study done, and dye flow followed down spine. The catheter flushed with normal saline and they checked for leaks at the pocket. Before inserting back into pocket pump aspirated successfully again.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.